Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not verify intermittent telemetry. However analysis did find that there was suspended telemetry when interrogating certain devices. It was also noted that the display screen drops down when placed in an upright position.

Event description:
It was reported there was intermittent loss of telemetry on the clinic's programmer. A new programmer radiofrequency (rf) head was tried with the same results. The programmer appears to have a loose rf head connector. A programmer "crash" was also indicated. The company representative's programmer was used. No patient complications were reported as a result of this event.